Event description:
Pt placed on pain medication. This epidural medication pump was used to deliver the medication. The pump malfunctioned due to low battery and the pt did not receive any pain medication for an hr and a half. The alarm to indicate a low battery was not audible.